Manufacturer narrative:
(B)(4). Batch # p9445l. Device evaluation: the analysis found that the ec60a device was received with no apparent damage and with an ecr60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: the photo provided show a picture screen of the channel, the knife indicator is partially advanced and some drivers are visible.  This condition is consistent with partially fired reload, however based on the pictures alone no conclusion could be reached as to what led the knife indicator to be partially advanced. Additional information was requested and the following was obtained: just to confirm, did the jaws eventually open to the release the tissue? No if no, how was the device removed from the patient? As the tissue was cut off, could remove from the cut gap

Event description:
It was reported that during the lobectomy, when severing the bronchus,could not return the blade on the 4th firing. Firing trigger was loose, the firing indicator did not show any symbol. As the cut line and staple line were good, took out the device from patient. There were no adverse consequences to the patient.